Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the down arrow and ok keypad buttons were intermittently unresponsive and the rubber keypad was torn over the ok button. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump under clothing and cleaned the pump with a toothbrush. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission 01/03/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was torn over the ok keypad button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the vibration motor was found to be unresponsive. The alleged malfunction is not likely to cause an adverse event because the audible alarm mechanisms still function and will still alert the user should the pump emit an alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.